Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning battery. The service technician replaced the battery and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 alarmed ventilator inoperable (inop) while connected to a patient. The patient was immediately switched to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.